Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled lead revision. Loss of capture was noted on the ra and rv leads. Fluoroscopy revealed the leads were out of their position. The patient had reported falling prior to the discovery of the lead dislodgements. The ra lead was repositioned without incident, and the procedure concluded successfully. The patient was stable before, during, and after the procedure. On (B)(6) 2017 the patient presented to the clinic and x-ray revealed that the ra lead had dislodged again. On (B)(6) 2017, lead revision was performed. The ra lead helix was bound and the helix would not move, in or out. The physician removed and implanted a new ra lead. There were no patient complications during and after the lead revision. The patient was fine in the recovery room.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.